Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during phacoemulsification, following laser assisted capsulotomy, an opening in the posterior capsule was observed resulting in vitreous prolapse into the anterior chamber. The laser performance was optimal. An anterior vitrectomy was performed with a three piece posterior chamber lens implanted with the haptics placed in the ciliary sulcus. It was noted the patient had a mature cataract and the issue was user related.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).